Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in to inquire about a patient's right ventricular (rv) lead that showed a non-sensed ventricular beat during a non-sustained ventricular tachycardia (nsvt) episode. Follow up was conducted and no reprogramming has been completed at this time as it was determined to be functional undersensing. The lead remains in use. No patient complications have been reported as a result of this event.